Event description:
Revision surgery - the pt had serious complications after previous revision hip surgery. The surgeon decided to remove the shell and plates and replace them with stryker cup and liner.